Event description:
New information on 06/22/2016 indicated that the patient's condition during and post procedure was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an unrelated procedure. Prior to the procedure and upon interrogation, the right ventricular lead exhibited high impedance. The lead also exhibited a capture anomaly. The lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported. The patient would continue to be monitored.